Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display and overheating battery tube due to corroded power board and battery tube. Traces of moisture found at the motor and electronic assemblies per visual inspection. The pump passed leak test. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, dat test and displacement test due to blank display. The pump was received with minor scratched display window and case. No battery was received with pump.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 300mg/dl and diabetic ketoacidosis. The product was not returned for analysis.